Event description:
It was reported that the side rail could not remain latched due to a damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.